Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s leads were uncomfortable. The patient underwent a revision procedure wherein a lead was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the lead passed all tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the patient's leads were uncomfortable. The patient underwent a revision procedure wherein a lead was replaced. Device malfunction was suspected. The patient was doing well postoperatively.